Event description:
It was reported that the guidewire became stuck in the catheter. The stenosed target lesion was located in the lower extremity vessel. An angiojet zelante catheter was selected for use. During the procedure, a second pass with the device was required and the catheter was withdrawn. The catheter tip followed the guide wire during insertion. However, when the tip reached the end of the catheter, it became stuck with the guide wire. The procedure was completed with another of the same device. The patient status was stable post procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Inspection of the device revealed shaft kinks. A test .035 guidewire used to perform a guidewire insertion test. The device was flushed, and the guidewire was inserted into the tip where it could not pass the shaft kinks along the catheter shaft located at 74 cm and 76 cm from the tip. Inspection of the device revealed shaft kinks located at 74 cm and 76 cm from the tip. The complaint was confirmed for guidewire insertion issues due to shaft damage.

Event description:
It was reported that the guidewire became stuck in the catheter. The stenosed target lesion was located in the lower extremity vessel. An angiojet zelante catheter was selected for use. During the procedure, a second pass with the device was required and the catheter was withdrawn. The catheter tip followed the guide wire during insertion. However, when the tip reached the end of the catheter, it became stuck with the guide wire. The procedure was completed with another of the same device. The patient status was stable post procedure. There were no patient complications reported.